Event description:
I used renu with moistureloc contact lens saline solution from 09/01/06 through 12/05/05. I went to hosp with a very bad eye infection. Diagnosed with fusarium keratitis. I had to go through steroid treatment and had eye lids scrapped to remove fungus. My vision was impaired considerably. Left eye has scars on it, more than 50% vision loss in left eye.